Event description:
A report was received that the patient was having charging issues. The patient underwent an explant re-implant procedure of the ipg. The patient was doing well post-operatively.

Event description:
A report was received that the patient was having charging issues. The patient underwent an explant re-implant procedure of the ipg. The patient was doing well post-operatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint about the difficulty charging ipg was not verified. In the lab, the ipg was charged 3.90 volts in two cycles from its hibernation. The profile data showed that the ipg had been normally charged around 3.65 volts. The ipg passed all the required tests and revealed no anomalies.